Event description:
No injury occurred. The snare that came in the kit was broken and would not open the loop needed to pull the percutaneous endoscopic gastrostomy (peg) tube through the stomach wall.